Manufacturer narrative:
Date of death is an estimated date. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a patient death. It was reported that on an unknown date a patient died who previously had a mitraclip procedure performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed and due to the limited information available from the social media post, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.